Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a large intestine biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device was unable to open and close correctly. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a large intestine biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device was unable to open and close correctly. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) (jaws won't close). (B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual examination of the returned device found no visual anomalies. Functionally the returned unit would close correctly, however upon handle actuation the two jaws did not open simultaneously. One jaw open first and then the other jaw would open. Measurements were taken of the wire curves and it was determined that one was out of specification and could have caused the improper jaw opening. The complaint 'unable to close correctly' was not confirmed since the unit closed according to specifications. However, the complaint 'unable to open correctly' was confirmed since one wire curve was found out of specification causing the unit to not open properly. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. Furthermore, there are current controls in the manufacturing process to assure product integrity and avoid product performance issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the complaint device evaluation results, the jaws of the device would close correctly, therefore this report is no longer considered an MDR reportable event. (B)(4).